Event description:
It was reported that the surgeon inserted a cc4204bf single piece collamer lens and the lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. Patient's prognosis is good. The lens hapitc tearing may have been due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.